Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The analyst noted that the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection and suspected pericarditis. No further patient complications have been reported as a result of this event.